Manufacturer narrative:
Reporter is a synthes employee. Part #: 03.130.010. Synthes lot #: 14l1071. Supplier lot #: 14l1071. Release to warehouse date: (B)(6) 2019. Supplier: jabil-monument. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc (part # 03.130.010, lot # 14l1071) was received at us customer quality (cq). The distal tip was twisted in the direction of tightening. The twisted condition of the tip would render the device inoperable. The damage was consistent as an end of life indicator for the device. No other issues were identified during inspection. The reported condition of will not retain was confirmed due to the damaged tip. Conclusion: after a visual inspection per guidance provided in windchill document, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the stardrive screwdriver shaft was not retaining the unknown screws. There was no surgical delay. The procedure was successfully completed. There were no patient consequences. (B)(4). Concomitant device reported: screws (part number unknown; lot unknown; quantity unknown). This report involves 1 stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc. This is report 1 of 1 for (B)(4).